Event description:
On 12/12/87, the pt reportedly underwent total hip arthropasty which included a 1007-0830 femoral hip stem with a 26mm + 5 head. On 4/6/94, the head was reportedly changed to a 26mm +10, but the stem was left in place. On 12/31/96, the pt was reportedly working outside when she slipped and fell. The pt was taken to the hosp where radiographs revealed the femoral stem had fractured at the neck.